Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 4/28/2016. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy. It was reported that patient underwent mesh removal on (B)(6) 2014 by dr. (B)(6).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2011 due to sui, cystocele, and rectocele. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence and dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that patient underwent transvaginal removal of mesh and cystoscopy on (B)(6) 2014 due to mesh erosion.